Event description:
During advancement of the stent delivery system, resistance was encountered, and the microdelivery catheter broke at the y-connector junction. Consequently the subject device could not be advanced, and the physician deployed the stent just below the intended area of treatment. There was no reported clinical consequence to the pt.

Manufacturer narrative:
(B) (4) broken catheter.